Event description:
It was reported that water leaked from the valve attachment point when sterile distilled water was injected into foley catheter during pretest.

Manufacturer narrative:
The reported event was inconclusive as the conditions of the photo sample. Photo sample evaluation: received (5) photo samples. Visual evaluation of the first photo shows pir number# 44123027. The second photo shows an opened two-way foley catheter with syringe. The third photo shows a close-up image of bifurcation of catheter. As per the fourth and fifth, verified material number of tray# 6610j14rb with lot mykq6355, material number for catheter 2758j14 and manufacturing lot number ngjz2837.the condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Therefore, reported event is inconclusive. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from the valve attachment point when sterile distilled water was injected into foley catheter during pretest.

Manufacturer narrative:
Initial reporter name:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.